Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was just received and would not power on. Reportedly, the pump was plugged into a power source for 3 hours. There was no impact to customer's blood glucose level as the customer had not began using the pump for insulin therapy.